Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient lost stimulation in the left side of their body four days prior to report. It was noted that a healthcare professional (hcp) took x-rays and they showed that the electrode 8-15 side of the lead were partially pulled out of the implantable neurostimulator (ins) header. Impedance testing confirmed that the majority of 8-15 were out of range. Symptoms included less than 50% therapy relief at the left side implant. It was noted that a revision was possible. Additional information was requested but was not available at the date of this report.